Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine and a prismaflex m150 filter set. An external leak on the prismaflex m150 filter set was observed during treatment.